Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events and a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and without the device to analyze, a cause for the reported clip opening while establishing final arm angle and clip opening while locked could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed final arm angle and opened after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped without issue. While establishing final arm angle (efaa), the clip opened approximately 30 degrees. The clip was closed and efaa repeated. After the third attempt, the clip did not open therefore the clip was deployed. After deployment, it was noted the clip opened to 30 degrees; however both leaflets were still attached to the clip. A second clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.